Event description:
It was reported the patient reported a veletri leak at the filter of the extension tube. She became aware of the leak 48 hours after changing the extension tube, as her skin was wet. No sign of shortness of breath. She replaced her extension. The patient is unable to provide the lot number because patient didn't keep the device's packaging.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.